Event description:
Customer reportedly received results of 434 mg/dl and 159 mg/dl within 10 minutes on the aviva plus system. Customer had administered novolog after testing 434 m/dl; after the insulin customer tested 159 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.